Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT scan revealed that the left common iliac had dilated causing the stent graft to lose seal. The physician performed a secondary intervention and an endurant 16x28x124 stent graft was implanted, resolving the event. The physician stated that the cause of the event was most likely due to disease progression; dilatation of the left iliac. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).